Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was patient condition related due to patient condition of small, diseased blood vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump met resistance during attempted delivery. It was noted that the pump was unable to pass the anastomosis due to the sharp angle of the subclavian artery. As a result, the 5.5 implant was aborted and an impella cp pump was placed for planned support. There was no patient harm.